Manufacturer narrative:
H6 ime e2402: chronic sinus abdominal wall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe dense adhesions, small bowel injury, recurrence (incisional hernia attenuated), infected mesh, retracted mesh, fistula, abscess, infection, pain, chronic sinus abdominal wall, open wound, suffering, and inflammation. Post-operative patient treatment included revision surgery, resection, colectomy, hernia repair with new mesh, lysis of adhesions, ileorectal anastomosis, mesh reapproximated used for repair, drainage of abscess, partial removal of mesh, repair of small bowel fistula, has ongoing medical issues including the need for future medical treatment, exploration of chronic sinus, removal of mesh, exploratory laparotomy, and medication.